Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.